Manufacturer narrative:
The original equipment manufacturer (OEM) received the high resolution stereo view (hrsv) monitor associated with this complaint and completed its investigation. The OEM received the hrsv with no image and found the main board has a defect which confirmed the reported complaint of a black left eye in the surgeon console. The printed circuit assembly board was replaced.

Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, once docked to the patient the surgeon found the surgeon side console (ssc) with the left eye black. The intuitive surgical inc. (Isi) technical support engineer (tse) asked the customer to remove the instruments and cycle the system power. The system powered and homed but still had a black left eye in the ssc. The tse instructed the customer to cycle the system power, vision side cart (vsc) circuit breaker, ssc circuit and disconnect all dvi video output cables from vsc and ssc but the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site to address the reported issue. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The hrsv is located on the ssc and provides the 3d image captured from the endoscope inserted in the patient.